Event description:
It was reported this pt underwent two polypectomy procedures utilizing this endostat generator and another manufacturer's polypectomy snare. During the upper g.I. Portion of the polypectomy procedure, it was noted the loop of the snare cut through the polyp following immediate extension of the loop although no cautery had been applied. The tip of the deviec then perforated the stalk site causing the pt to jump and bleeding ensued. A gold probe was then used to stop the bleed and no further complications ensued. A cecal polyp was then removed which was located in close proximity to the rectum. Again, it was noted the loop of another manufacturer's snare cut through the polyp following immediate extension of the loop although no cautery had been applied, however, no interventtion was required and the pt was discharged to home. The pt returned 72 hours later with a fever. A perforation was noted and the pt underwent bowel resection surgery. It was then noted the pt's stomach had been "paralyzed" to its diaphragm due to radiation therapy. This was an unk condition at the time of the original polypectomy procedure. A pneumothorax developed. Immediately following surgery, the pt experience acute respiratory distress syndrome and was placed on a ventilator immediately following surgery, the pt experienced acute respiratory distress syndrome and was placed on a ventilator and remained in ICU for approximately one month. The pt has since been moved out of ICU and is stable. The device has not been returned for evaluation. Upon receipt of the device and completion of the engineering evaluation, a supplement will be forwarded at that time. Based on the info received to date, co unable to determine the cause for this event. No known malfunction of the device was recorded.